Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced adhesive issues with five infusion sets on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.